Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the back on (B)(6) 2025, off-label usage of the device. The reporter indicated that the patient was under 2 years old, which is off-label usage of the device. On 07/21/2025, it was reported that the pediatric patient experienced inaccurate cgm values but didn´t experience any symptoms. The cgm was reading 2.2 mmol/l and based on the cgm reading the patient was treated with glucose juice 10 ml. The patient was taken to the hospital. There the nurse took a blood glucose reading was 22.0 mmol/l. There was no treatment documented for hyperglycemia and it was documented that the patient was treated with glucose even the bg reading was in hyperglycemia. The patient was hospitalized and at the time of the report the patient was normal but still admitted to the hospital. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.